Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a loose drive support cap. The blood glucose levels at the time of the incident were unknown. The customer reported have the drive support cap sticking out. No troubleshooting was provided. No further details were given. The pump will not return for analysis.